Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a high readings issue with his adc freestyle libre sensor. On the morning of (B)(6), customer received a sensor scan result of 178 mg/dl and subsequently "took insulin twice" (dose/type unknown) before going to work. It was further reported that at 1400h while the customer was at work, he wasn't feeling well and experienced a loss of consciousness. Customer's colleagues called 911 and when "emergency firefighters" arrived, customer was determined to be in a state of hypoglycemia and was given powdered sugar and (B)(6). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported a high readings issue with his adc freestyle libre sensor. On the morning of (B)(6), customer received a sensor scan result of 178 mg/dl and subsequently "took insulin twice" (dose/type unknown) before going to work. It was further reported that at 1400h while the customer was at work, he wasn't feeling well and experienced a loss of consciousness. Customer's colleagues called 911 and when "emergency firefighters" arrived, customer was determined to be in a state of hypoglycemia and was given powdered sugar and (B)(6). There was no report of death or permanent impairment associated with this event.